Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy and while the patient was in the operating room under anesthesia, the handpiece of the aquabeam robotic system encountered an 'e22 - motorpack error, r position lost' during the procedure. Despite the surgeon's efforts to troubleshoot the issue, the error could not be resolved. As a result, an alternative handpiece was utilized to successfully complete the procedure. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Functional testing was not able to confirm the reported failure as the device was functioning as intended. The root cause was unable to be determined. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) and aquabeam handpiece/lot number 24c03270 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. C, was reviewed. Table 5: system detected errors and faults e22 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.